Event description:
It was reported that the vertical lift on the 9900 system was stuck in the up position. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the vertical lift power supply ps3. The system was tested and found to be working as intended and placed back into service.